Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 7/28/2025, the user experienced low blood glucose with a lowest recorded level of 65 mg/dl. The device alerted the user to the low glucose level. The episode was corrected with 15 grams of honey, and blood glucose stabilized within 30 minutes. The user reported feeling shaky/ uneasy in the legs during the episode. The event did not persist beyond 90 minutes. No external medical intervention was required, and no caregiver assistance was involved.